Event description:
After prepping patient, IV therapist noted that angiocatheter was defective. Noted that angiocath guidewire was too short/angiocath too long. Attempt aborted and another device used.device not used on patient.